Manufacturer narrative:
No revision date is known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise on both the right atrial (ra) and the right ventricular (rv) channels. The noise on both channels was oversensed. The rv oversensing led to inappropriate tachy episodes but no inappropriate therapy delivery. The noise on the ra lead was reproduced with provocation testing, the noise on the rv lead was not reproduced. Additionally, rv pacing impedances were observed to be low and out of range below 200 ohms. Lead insulation damage was suspected and a revision procedure is expected to be scheduled to replace the ra and rv leads. The system was reprogrammed to prevent inappropriate therapy prior to the revision. The ICD, ra lead, and the rv lead remain in service. No adverse patient effects were reported.